Manufacturer narrative:
Evaluation of the device found no error codes stored in memory and the unit needed calibration. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be a calibration failure. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to always use the proper tube set for the device. The tube outlet may only be connected to instruments which are intended for intra-abdominal co2 insufflation. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. Make sure the automatic venting system is activated. The use of additional insufflation sources increases the intra-abdominal pressure. Continuously monitor intra-abdominal pressure over the course of the entire insufflation if additional sources are used. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the as-ifs2, airseal ifs, 230v was being used on (B)(6) 2024 during a robotic prostatectomy procedure when it was reported ¿once we commenced the robotic airseal it would not initialize and was using gas at an alarming rate. We managed to get ports in and the robot docked but the machine was making pulsing noises. The patient¿s abdomen was rock hard as the pressure too intense. So we decided to swap to the stryker gas and try and proceed but the pressure wasn't adequate. Procedure was abandoned. Additional info: during initial insufflation stage the airseal was set to pressure of 12 and high flow as normal. When they pressed start it kept fluctuating between 23-28 in flow and did not achieve a pressure over 3. It did not achieve airseal mode and the machine was making a strange noise that they felt was coming from the machine, but when they went over to inspect couldn't ascertain where it was coming from. They did check all the connections from the patient to the machine and felt all was ok. They used a whole bottle of gas in this initial phase and the patient's abdomen was very distended. They stopped the machine as felt it was dangerous.¿ conmed australia will report to the tga under (B)(4). There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the as-ifs2, airseal ifs, 230v was being used on (B)(6) 2024 during a robotic prostatectomy procedure when it was reported ¿once we commenced the robotic airseal it would not initialize and was using gas at an alarming rate. We managed to get ports in and the robot docked but the machine was making pulsing noises. The patient¿s abdomen was rock hard as the pressure too intense. So we decided to swap to the stryker gas and try and proceed but the pressure wasn't adequate. Procedure was abandoned. Additional info: during initial insufflation stage the airseal was set to pressure of 12 and high flow as normal. When they pressed start it kept fluctuating between 23-28 in flow and did not achieve a pressure over 3. It did not achieve airseal mode and the machine was making a strange noise that they felt was coming from the machine, but when they went over to inspect couldn't ascertain where it was coming from. They did check all the connections from the patient to the machine and felt all was ok. They used a whole bottle of gas in this initial phase and the patient's abdomen was very distended. They stopped the machine as felt it was dangerous.¿. Conmed australia will report to the tga under far-2024-00010. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.